Event description:
It was reported that on (B)(6) 2010, the patient underwent surgery to treat ¿diskogenic pain, l5-s1¿. The procedure was reported to be a ¿l5-s1 fusion with capstone cage, bmp and autograft anteriorly, screws posteriorly. L5-s1 fusion and instrumentation and bmp.¿ per the operative report a ¿¿... Sacrum was a bit more challenging because of the high riding iliac crest, so I had to use less oblique trajectory than I what really would have. All 4 screws were then placed and proceeded to tap. The tap is on the patient's left side and the right side tapped after placing guide wire and dilators, and then placed a 6.5 mm screws on the patient's right side with a 50 mm screw at l5, but a 40 mm screw at sacrum. ¿¿¿¿ diskectomy carried out with pituitaries, scrapers, and curettes. First an 8, then a 10, and finally 12 mm trial was inserted, 12 fit very nicely. Therefore, opened up 12 x 26 capstone cage. Bmp sponge placed in luminals and bone chips. The remaining bone that I had removed in the course of the decompression and exposure were grinned up in small pieces. Those are placed back inside the disk space. Then a capstone cage with bmp is inserted in the disk space as well. At this point, the wilson frame is cranked down. We then swung out the microscope, turned to the patient's right side, placed the measuring device for sexton arc and inserted a 45 mm rod on the patient's right side. Compression is applied and set screws inserted. Su perstructure was removed. Turned to the patient's left side, inserted k wires in the 2 previously tapped pedicles, inserted 6.5 mm screws again, 50 above 40 below, and attached the sexton apparatus and inserted a rod. The entry point went right through the area of a small pigmented skin tag. This is excised and sent for pathology. A vertical incision was made here. The sexton rod was inserted. Compression applied. Set screws were placed¿¿ no complications were noted. Reportedly, the patient sustained unspecified injuries.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.